Event description:
Upon insertion of double lumen catheter into the left femoral vein, the needle accessed the left femoral vein with difficulty. Guide wire was inserted with some resistance. When attempting to remove the guide wire from the needle, the wire could not be removed. Upon further manipulation the central portion of the guide wire had unraveled and was stuck at the tip of the needle.